Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges that the wheel locks are not working properly. Consumer alleges that the left wheel lock will not lock at all and the right is not fully locking. MDR filed.